Event description:
Please see initial report.

Manufacturer narrative:
In the course of the investigation, the babylog 8000 (date of manufacture august 2006) was analyzed at the manufacturer's repair workshop. In this context an almost 5-week long endurance test was carried out. No technical error could be detected during this test. The alarms worked without any deviations. The available log entries also do not indicate any error that is related to the reported event. In principle, the ventilator's safety software monitors the correct function of the device. In the event of a deviation, the user is alerted to this condition by means of an acoustic alarm and a visual message is shown on the display. If ventilation stops, acoustic and visual alarms inform the user about the device status. The emergency air valve opens and allows spontaneous breathing; if necessary, manual ventilation must be started with an independent ventilator. Based on the analysis results, the reported stop in ventilation could not be reproduced.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device stopped ventilation. No patient injury was reported.